Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed one opening on the posterior side assessed as surgical damage and broken on the plug strap unidentified (tear) opening. Additional observations: ¿ crease fold observed inside device. ¿ wear abrasion observed on the device. ¿ yellow particle observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "left side deflation." Device remains implanted.